Manufacturer narrative:
Date of event is estimated. D6b is unknown. During processing of this complaint, attempts were made to obtain complete event and patient information. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 90cm, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 8041927.

Event description:
It was reported that the patient experienced ineffective therapy, shocking, and numbness. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken on an unknown date wherein the system was explanted to address the issue. It is unknown which lead is impacted.